Manufacturer narrative:
On (B)(6) 2018. On 10jan2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an alarm. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 03/26/2019. Manufacture date: 03/26/2019. The customer reported that there's no issue with alarm. The customer just purchased air inlet filter. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.